Manufacturer narrative:
No product was returned. The angio-seal was from one of 3 lots, 2042430, 2029573, and 2023364. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. Lot 2042430 mfg date; 10/2007 exp date; 10/1/2008. Lot 2029573 mfg date; 8/2007 exp date; 8/1/2007. Lot 2023364 mfg date; 6/2007 exp date; 6/1/2008. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal device if there is suspicion that the introducer has been placed into the superficial femoral artery. Collagen deposition into the superficial femoral artery could result, which may reduce the blood flow through the vessel. The IFU cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The IFU cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that following a percutaneous coronary intervention (pci), an angio-seal sts plus was selected for use. A pre-deployment femoral angiogram revealed that the superficial femoral artery (sfa) was punctured and stenosis was present at the puncture site. Severe calcification was seen in the artery. A 6f medikit, 17 centimeters (cm) procedure sheath was used for the exam. The 6f angio-seal sts plus device was deployed and hemostasis was achieved. Two hours later, the patient experienced numbness in the leg during their bed rest. A doppler ultrasound and CT revealed a vessel occlusion at the puncture site. The patient underwent surgical intervention to restore blood flow to the vessel. The angio-seal was removed. The patient is reported to be recovering and was discharged from the hospital. The angio-seal was from one of 3 lots, 20242430, 2029573, and 2023364.